Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 17/oct/2016 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order 1683650 were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. During the device analysis it is observed a black stain in inner surface of the shell (ot), it is out of specification per qa 199.04. However, neither the workmanship nor any other observation during the device analysis had relation with the reported event. Even though there is one month out of upper control limit on august 17, the pr#1658055, 1699885 and 1720570 are involved in that month and also there is not an increasing adverse trend related to this event. The issue with black stain will continue to be monitored and a corrective action will take in the future if deemed appropriate. Device evaluation: visual analysis of the returned device identified: deformation and observed a dark circle around the patch. A weight test of the explanted material was verified and it was within specification. Besides, observed a black stain in inner surface of the shell (ot), it is out of specification per qa 199.04, it is assessed as workmanship. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.